Event description:
It was reported that the patient was hospitalized due to hyperglycemia for less than 24 hours, also had symptoms like vomiting, abdominal pain and chest pain event on (b)(6) 2026 and was treated with IV Insulin drip.

Manufacturer narrative:
E1: Name: (b)(6),Country: United States of America,Street: (b)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.